Manufacturer narrative:
Per the user guide: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 350-unknown mg/dl) and insulin injections were administered to address bg. Cause of elevated bg was not known. Pump system check was performed; no device issue was identified. Reportedly, customer had been using fiasp insulin in the cartridge and recently switched to using novolog. Customer reverted to using manual injections for insulin therapy.